Event description:
It was reported per the rep that the inferior 3.5 mm screw was bulking out of the implant at c5-c6. This was seen on follow-up x-ray approximately 8 weeks after surgery. The patient will be monitored over the next nine months. At this time no complications are reported and there are no plans for revision surgery.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of device history records is not possible at this time without additional device information.